Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patients onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation since neither the patient or reporter could not be reached to obtain additional information. The reporter advised that the alleged issue began in the afternoon of an unspecified date at the end of (B)(6) 2016. The reporter claimed that the patient obtained blood glucose readings of ¿87, 217 and 112 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It is not known how the patient manages her diabetes; however, the reporter claimed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter advised that the patient became ¿light headed and dizzy¿ 24 hours after the alleged issue began. The reporter claimed that at 9 a.m., on an unspecified date whilst at the doctor¿s office, the patient received treatment from a health care professional (hcp); however, no specific details regarding the alleged treatment were provided. The reporter also claimed that the patient¿s blood glucose was tested on the clinic meter but she was unable to provide any readings obtained. During troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. It is not known if the patient followed the correct testing procedure. The csr was also unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly; had expired or been open beyond their discard date. At the time of troubleshooting, the reporter was unable or unwilling to perform a control solution test to test the subject device. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.